Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a sudden loss of right sided stimulation after rolling in the bed. Rolled in an awkward position in bed reaching for the phone. Impedance was checked and it was within normal range. The patient was reprogrammed successfully to cover right and left sided pain. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.